Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and blank display. Customer¿s blood glucose level was 200 mg/dl. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display. After disassembling and assembling the electronic assembly stack, device power up properly, the problem isolated to electronic assembly stack. Unable to verify operating currents, motor error alarms or perform the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test due to blank display anomaly. The motor was tested outside the device and passed. The back serial number or address label received legible. However, device received with missing end cap sticker. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained back address serial number label.